Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 54 mg/dl. At the time of the report, the insulin pump alarmed button error. The customer's nurse stated that the customer had submerged the insulin pump in water prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.